Event description:
A pt incurred two burns to the left laterial chest area during a coronary artery bypass procedure. Contact with the customer indicated that the pt was bleeding profusely when the surgeon stated that the bovie pencil was not working. The pencil cord was cut in two as it was removed from the field. The burns were discovered following the procedure.